Event description:
A customer reported during the "phaco chop" phase of a cataract extraction with intraocular lens implant there was insufficient vacuum. There was no harm to the pt. Add'l info has been requested but none has been rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).